Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it phenomenon was likely caused due to a faulty cable. However, since the device was not returned, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the sdi cable had a short, causing there to be no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.